Manufacturer narrative:
Our fse (field service engineer) investigated the ventilator on site. Fse found out that expiratory valve coil was not getting activated. The investigation of the wiring of the coil showed that the valve wire was pinched and exposed. The intermittent connection caused the valve coil to not work. Expiratory valve coil was replaced and the ventilator passed multiple pre use checks, returned to clinical use. The received logs confirm the failed flow transducer test as well as internal leakage and pressure transducer tests. The root cause of the reported event is the pinched cable of the expiratory valve.

Event description:
Manufacturer ref.#: 243107.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).